Event description:
It was reported that the patient presented with 2 pea size holes on top of the pacemaker¿s incision and a half dollar size hole on the left side of the chest. The pacemaker was explanted and replaced. The leads were cut and capped. The patient was stable pre, during, and post procedure.

Manufacturer narrative:
The device was returned without a specific complaint or event. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Visual inspection of the epoxy header was performed, indicating an unusual appearance of the epoxy. Manufacturing investigation was also performed to assess the epoxy condition, which determined that this condition is acceptable and not problematic. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.